Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported they got the stimulation on (B)(6) 2018 and it ran pretty well until the first or second week of (B)(6). The patient reported they had not been feeling any stimulation at all and then finally one day she was laying in bed and she was holding the patient programmer antenna over her implant and she felt stimulation. The patient said the patient programmer shows the ins is on, but she doesn't feel stimulation at times. The patient was not family with the new patient programmer. The previous implant was replaced, and the patient said they talked about replacing the lead wires but they did not end up replacing them. The patient thinks that maybe the lead wires have gone out on her because of the issue she is having with not feeling stimulation sometimes. The patient reported that stimulation sensation was hit and miss. The patient said it had been pretty good but there are sometimes when the stimulation just doesn't come on. The patient said that she is only able to view the parameter of rate and couldn't see the pw or amplitude. It was reviewed that hcp sets up which parameters were viewable by the patient and that the patient can call back to be walked through seeing what parameters she has access to. The patient did not have her patient programmer with her during the call. The patient would call back. The patient had an appointment with her hcp (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has no idea what the circumstances were of what changed, they just went to "turn it on and it didn't run". The patient has not taken any steps to resolve the issue. The issues seems like it is not totally resolved, but it is only occurring occasionally. No further information was reported.